Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 73j1400062 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips remained stuck in the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 (auto endo5 ml) was received used, opened without original packaging, lot # 73j1400062 was confirmed with sample. During visual evaluation was observed; components look well assembled, a clip released in jaws; clip is not loaded properly in jaws. Failure mode "stuck in applier" was not confirmed with sample received during visual evaluation. However it's unknown why the clip is not loaded properly in jaws. Functional inspection: loaded clip was removed manually, then applier was activated first time and a clip was released; however, during activation clip not opened properly; clip is not subjected to the jaws; additionally, during activation the spring jaws component was damaged (bent), applier was activated again (second time) and one clip was released damaged (broken; hook), a third activation was performed in applier and one clip was loaded, closed & released properly; a total of 8 clips were released properly, failure mode "stuck in applier" reported by customer was not able to be duplicated, however an alternate defect was observed with sample received (2 clips) released improperly. During the manufacture of the device, the (B)(4) other remarks: facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint has an alternate condition, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time for this complaint.

Event description:
Alleged event: the clips remained stuck in the applier. The patient's condition was reported as unknown.